Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the surgeon was doing a laparoscopic appendectomy with a tsw35. When stapling and cutting across appendix the side of three rows on the cecum did not form. The side of the appendix did form. He opened a new reload, loaded in same cutter and fired across to finish the case. There was no consequence to the patient.